Event description:
A fallopian tube clip came apart during application to a tube. The metal spring component was located and retrieved, but the plastic jaws part was not found in the pt's abdominal cavity. No add'l surgery was done or is planned, according to the user facility. The recovered metal spring was discarded following the procedure.